Event description:
It was reported by service report that the lift actuator was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
A field tech was called to investigate an issue where the head-end lift motor actuator nut was not working properly. An inspection could not be performed as the customer could not locate the bed. No repairs were made. The customer will notify a field tech when the bed is located and still in need of the repairs. Lift motor actuator nut.